Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 111a "24 v supply failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the alarm occurred. The sales representative (rep) visited the customer and replaced the device with another v60. There was no reported delay in therapy or medical intervention other than the ventilator swap. The period during which the patient used the device was one week. Investigation is ongoing

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a 111a "24 v supply failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the alarm occurred. The sales representative (rep) visited the customer and replaced the device with another v60. There was no reported delay in therapy or medical intervention other than the ventilator swap. The customer called technical support to report that a 111a "24 v supply failed" error occurred; the period during which the patient used the device was one week. The device was tested at the repair center, and the reported issue was not duplicated; however, since the 111a error code was confirmed in the event log, the power supply and power management (pm) printed circuit board assembly (pcba) needed to be replaced for repair. A repair quote was sent to the customer for approval, and the customer accepted. The field service technician replaced the power supply and pm pcba for preventive measures, confirmed that the software version was 3.20, cleaned the device, performed a running test and functional test, and verified that no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a 111a "24 v supply failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the alarm occurred. The sales representative (rep) visited the customer and replaced the device with another v60. There was no reported delay in therapy or medical intervention other than the ventilator swap. The customer called technical support to report that a 111a "24 v supply failed" error occurred; the period during which the patient used the device was one week. The device was tested at the repair center, and the reported issue was not duplicated; however, since the 111a error code was confirmed in the event log, the power supply and power management (pm) printed circuit board assembly (pcba) needed to be replaced for repair. A repair quote was sent to the customer for approval. Investigation remains ongoing.